Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/14/2016 to report a loss of connection between the transmitter and display device that occurred on (B)(6) 2016. No injury or medical intervention was reported.